Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury. No patient injury or harm resulted from this event.

Event description:
Customer reported using the leadcare ii analyzer with batteries but wanted to switch to the power cord. After removing the batteries and plugging in the cord, the analyzer would not power on. Customer reinserted the batteries to what technical services (ts) advised never to use batteries and the power cord at the same time. Ts instructed the customer to unplug the cord and try turning the analyzer on with batteries only, but it still did not power on. Ts advised performing a hard reset by removing the batteries and letting the analyzer sit off. Customer reported the batteries were hot but no injuries occurred. Ts then advised trying a different outlet and reconnecting the power cord, but the analyzer still would not power on. Leadcare ii analyzer was returned to manufacturer for evaluation.